Manufacturer narrative:
As noted in the publication by suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016); in the s.m.a.r.t. Group, 228 cases (18%) of the 1,019 non-censored cases had restenosis at 1 year, and 332 cases (26%) of the 782 non-censored cases had restenosis at 2 years. 76 cases of stent fracture were observed in the s.m.a.r.t. Group, accounting for 5% of patients with s.m.a.r.t. Stents. In the s.m.a.r.t. Group, stent fracture was significantly associated with restenosis and tlr. Additional information was received and the following information was unknown: the total length of the stented segment is; the number of stents implanted; if any stents overlap; stent size and lot; if any stents were implanted in an actively moving segment; the location of the stent; and if any myocardial bridging was noted in any cases. The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Literature citation: suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016). One report is being submitted for multiple patients with no patient demographics. The products remain implanted and are not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016); in the s.m.a.r.t. Group, 228 cases (18%) of the 1,019 non-censored cases had restenosis at 1 year, and 332 cases (26%) of the 782 non-censored cases had restenosis at 2 years. 76 cases of stent fracture were observed in the s.m.a.r.t. Group, accounting for 5% of patients with s.m.a.r.t. Stents. In the s.m.a.r.t. Group, stent fracture was significantly associated with restenosis and tlr.

Manufacturer narrative:
The previous report sent was incorrect and this report is the correct final report for this complaint. As noted in the publication by suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016); in the s.m.a.r.t. Group, 228 cases (18%) of the 1,019 non-censored cases had restenosis at 1 year, and 332 cases (26%) of the 782 non-censored cases had restenosis at 2 years. Seventy-six (76) cases of stent fracture were observed in the s.m.a.r.t. Group, accounting for 5% of patients with s.m.a.r.t. Stents. In the s.m.a.r.t. Group, stent fracture was significantly associated with restenosis and tlr. Additional information was received and the following information was unknown: the total length of the stented segment is; the number of stents implanted; if any stents overlap; stent size and lot; if any stents were implanted in an actively moving segment; the location of the stent; and if any myocardial bridging was noted in any cases. The products were not returned for analysis. (B)(4) the lot number was not provided therefore a device history record review could not be generated. The reported ¿coronary artery restenosis prophylaxis¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. The term neointima is used because the cells in the hyperplastic regions of the vascular wall have histological characteristics of both intima and normal artery cells. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. According to the instructions for use ¿the following anticipated adverse events (aes) have been identified as possible complications of intravascular stent implantation: arterial occlusion / restenosis of the treated vessel¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.